Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 67mg/dl (meter), 142mg/dl (lab). Tests were done within 30 minutes with a difference of 47%. Patient did not experience any adverse events. No further information has been reported.